Manufacturer narrative:
.

Event description:
A tear is occurred during the surgery with tigerpaw sys ii use. The surgeon placed the tigerpaw 7-pin fastener on the left atrial appendage and completed the CABG. The pt was taken off bypass (the clamp was removed). At this time the bleeding was noticed coming from the appendage between the fastener and base of the laa. Doctor attempted to stop the bleeding by suturing the tear located below the silicone of the fastener, but was unsuccessful. The pt was put back on bypass for an add'l 4.5 hours (re-clamped) to repair the tear and stop the bleeding.